Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physicians preference since therapy was no longer needed. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-4316 serial#: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be repositioned.